Manufacturer narrative:
Product analysis #(B)(4):analysis information -- 2025-10-21 17:26:21 cst pli# 10 product ID# 8667-40 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified that the over pressurization mechanism (opm) was not seated properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider via company representative in regards to an implantable pump containing saline. It was reported that while preparing the pump for implant the scrub technician encountered significant difficulty in removing the p reservative-free sterile water from the reservoir. Multiple attempts were made using various sizes and types of syringes, including the 24-gauge needle provided with the pump, as well as alternate refill needles from a refill kit. Despite these efforts, extraction was minimal and slow. After several attempts and over several minutes, the scrub technician was only able to withdraw approximately 20 ml of fluid from the expected 37.5 ml volume typically present in a new pump. As part of troubleshooting, 10 ml of preservative-free saline was put in the pump but this was extremely difficult, and upon attempting to withdraw it, the technician was unable to extract any fluid. Given the inability to properly evacuate or refill the pump, the decision was made to open a different pump. The new pump was successfully prepared and implanting resolving the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a company representative stated that they were only able to get 13ml of sterile water out of a 40 ml pump. The company representative (rep) stated that the water was coming out very slowly. The technical services (tss) suggested that rep try a warm saline bath. The rep will call back if needed.